Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device did not work occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss, of which the probable cause could not be determined. The reported event of the device did not work is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.